Event description:
Complainant alleged that during a shift check, the autopulse resuscitation system was unable to be powered on when utilized with li-ion batteries. Customer was able to replicate this when used with fully charged li-ion batteries from another station. When customer tested the platform with nimh batteries, the device powered on. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.